Manufacturer narrative:
Follow up #1 11/18/2015 device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: the black box data from the time of the event has been overwritten due to continued use of the pump. No occlusion related alarms were observed in the current black box history. During testing, the pump performed the ezprime steps with no occlusion alarms or issues occurring. The pump was exercised for 24 hours in a 1 u/hour basal rate with no occlusion alarms or issues occurring. The force sensor calibration reading was within specifications. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an occlusion issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.